Event description:
It was reported via sales that a surgeon explanted an edwards aortic bioprosthetic valve after an implant duration of seven (7) years due to stenosis, stating that one leaflet was calcified and not moving. Valve is available for return.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: the explanted device was received and evaluated; heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 2 exhibited minimal calcification, free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. A tear was observed on leaflet 3 at commissure 3, tear measured approx 6mm in length. Calcification was observed near the region of the tear. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent outflow. Device evaluation confirms heavy calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No further action is required.